Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that six (6) disposable distal attachments were being reprocessed and used. The issue was observed during reprocessing. There were no reports of patient harm. This is report 1 of 6.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device was not used in accordance with the instructions for use (IFU). Drawing number and revision number of IFU: gk7701 9 ·"do not reuse this product. Reuse may lead to risks such as infection or tissue inflammation, and the functionality of the product cannot be guaranteed." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.